Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated a bipolar low impedance warning was alerted on the right ventricular (rv) lead. In addition, several weeks later, chronic high thresholds on the right atrial (ra) lead were noted. Both leads remain in use. No patient complications have been reported as a result of this event.